Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported during a routine follow up appointment that this implantable cardioverter defibrillator (ICD) device triggered code 1007 due to capacitor charge time exceeding limitations, with a battery status of end of life (eol). The patient was admitted to the hospital. Subsequently, the next day a revision procedure was completed, and a new device implanted. Besides surgical intervention, no additional adverse patient effects were reported. Lead integrity testing was completed, no out of range measurements where noted, and all leads were confirmed to have no issues. Besides surgical intervention, no adverse patient effects were reported.

Event description:
It was reported during a routine follow up appointment that this implantable cardioverter defibrillator (ICD) device triggered code 1007 due to capacitor charge time exceeding limitations, with a battery status of end of life (eol). The patient was admitted to the hospital. Subsequently, the next day a revision procedure was completed, and a new device implanted. Besides surgical intervention, no additional adverse patient effects were reported. Lead integrity testing was completed, no out of range measurements where noted, and all leads were confirmed to have no issues. Besides surgical intervention, no adverse patient effects were reported. The device has been returned, once analysis is complete an updated report will be submitted.